Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experience an elevated blood glucose level of 335 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer suspected the cause of elevated bg level was due to being stressed over personal issues.